Event description:
Device 1 of 3, reference MFR. Report# 1627487-2017-04521. Reference MFR. Report# 1627487-2017-04719. Additional information received identified the device information for the leads. Additional lead is added as device 3.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2017-04521. It was reported the patient (B)(6) was presented at the hospital with the symptoms of viral infection. Diagnostics revealed raised blood counts. Reportedly, the issue was not related to the device. As of (B)(6)2017 the patient has recovered. Device information is unknown for the leads. Additional devices may be added at a later date based on device information available.